Event description:
Through journal article, ¿breast implant-associated anaplastic large-cell lymphoma: first case detected in a japanese breast cancer patient¿ discusses that 3 months following explant due to issues on the contralateral side, patient experienced right side lymphadenopathy growth. Ultrasound revealed the patient had a rippled shell. Biopsy results confirmed, right side, cd30+ and alk- markers and patient was diagnosed with stage IV alcl. Treatment with chop chemotherapy was given every 21 days for 6 cycles. Seven months later, ¿complete metabolic response was confirmed by pet-CT.¿ device was explanted.

Manufacturer narrative:
Article citation: ¿breast implant-associated anaplastic large-cell lymphoma: first case detected in a japanese breast cancer patient¿ takayoshi yoshikawa, ph.d.; head of pharmacovigilance japan, 24 february 2020; ohishi y, et al. Breast cancer. The events of lymphoma alcl, lymphadenopathy, and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Additional, changed, or corrected data: a.2, b.3, b.5, b.6, b.7, g.1, g.3, h.6, h.7, h.9.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is lymphoma, suspected alcl. Further information from the reporter regarding event, product, or patient details cannot be requested at this time. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side ¿suspected bia-alcl.¿ pathological markers were not provided. The device remains implanted. Patient has a history of right side breast cancer. Healthcare professional later reported "bia -alcl confirmed diagnostics" with no markers. Unspecified treatment was given "for alcl."